Event description:
The patient was seen in 2007, because of his increased spasticity the past week. He had hypertonicity in all four extremities and lower extremity clonus. An x-ray of the catheter system revealed the intraventricular catheter had migrated upward so this it was just barely out of the lateral ventricle. The hcp was unable to withdraw any csf, confirming that it was out of the ventricle. The parents made the decision not to have that re-implanted. A lumbar puncture revealed clear csf that had 8 white cells, 3 red cells, and a glucose of 70. The gram stain was not yet available, but the csf was to be cultured in the next couple days. The pump was turned down to basal rate. Reference MFR. Report #6000030200704476.